Manufacturer narrative:
Update section d9. The valve was returned crimped on the delivery system inflation balloon, along with a sheath separately. The returned device was visually inspected for any abnormalities and the following was observed: multiple puncture holes on sheath liner approximately 5.5 inches from sheath distal tip; scratches on sheath shaft; post expanded, frame slightly distorted/canted, all struts remained expose through skirt, normal after crimping and use, leaflets wrinkled and dehydrated, likely due to storage condition (prolong crimping) during the return handling process, no observed other abnormalities. No functional and dimensional testing were able to be performed due to device return condition (frame distorted/canted). No imagery was provided for review. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The following instructions were reviewed: commander delivery system with s3u, device preparation training manual, and procedural training manual. A review of the IFU and training manual revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. As reported, ''as reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the valve strut flared in the sheath. The seam was caught on the strut and tore the sheath. Sheath punctured was also noted.'' And ''the patient had tortuous anatomy''. Per visual inspection of the returned device, scratches were found on the sheath, and it was indicating patient's access vessel had presence of calcification. The presence of tortuosity and calcification can create challenging pathway during delivery system advancement, and lead to resistance. It is possible resistance was encounter during delivery system advancement. So, if excessive force was applied to overcome the resistance, the valve struts caught and punctured through the sheath and resulted in the reported bent strut. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A product risk assessment escalation has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. A corrective/preventative action (CAPA) has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the valve strut flared in the sheath. The seam was caught on the strut and tore the sheath. Sheath punctured was also noted. New devices were used successfully. There was no patient injury. The patient is stable post procedure.